Event description:
It is reported that the patient is deceased and died during laser lead extraction. It was further reported that a patient alert occurred and there was an apparent lead fracture. The remote monitor transmission noted noise. Oversensing. And an increased in right ventricular impedance to 1700 ohms.the patient was directed to go to the emergency room where the device was turned off until lead replacement could be performed. The patient is reported to have died during laser lead extraction and the cause of death per the trauma physician is a tear in the right atrium/inferior vena cava.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.